Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# : (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2021, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 20215, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: 8578, serial/lot #: (B)(4), ubd: 08-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 310 mcg/day via an implanted pump. It was reported the pump was explanted on (B)(6) 2021 and the customer discarded. The pump would not be replaced in the future. It was reported when replacing the pump, the surgeon noticed the catheter was pulled completely from intrathecal space and now entirely in pocket. Replacement was aborted with the plan to better gauge if pump was needed moving forward. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight was asked but unknown and medical history included spasticity. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2021-oct-04 indicated the reason for the pump explant on (B)(6) 2021 was end of service (eos) and it was a normal expected replacement. The catheter was explanted and would not be returned as the customer discarded.